Manufacturer narrative:
The pod was received with the cannula deployed, the needle retracted and the pink slide visible. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Although no problem was found with the device, it cannot be determined when the device deployed, and a root cause for the reported event could not be determined. Investigation of the returned device found no problems that would contribute to the device failing to deliver insulin. No alarms were sounded by the pod.

Manufacturer narrative:
It was reported that the pod's pink slide did not move forward, therefore the needle did not deploy. The patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod for 4 to 24 hours on the arm. Patient used manual injections to lower the bg levels. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the pod's pink slide did not move forward, therefore the needle did not deploy. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod for 4 to 24 hours on the arm. Patient used manual injections to lower the bg levels.